Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was off and the customer was unable to turn the pump back on. There was no information provided regarding the customer's blood glucose level. Troubleshooting was unable to be performed as the customer was unable to obtain the pump.